Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent a procedure (type and date not reported) to treat an infection around the implant site. The device was subsequently explanted (date not reported) and the patient was administered a six week course of IV antiobotics (date and dosage not reported). The patient was reimplanted with a new device on (B)(6), 2007.

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed december 10, 2013.